Manufacturer narrative:
Concomitant products: product ID 8596sc, serial # (B)(4), implanted: (B)(6) 2010, product type catheter; product ID 8709, lot # j0058181r, implanted: (B)(6) 2002, product type catheter. (B)(4).

Event description:
It was reported the pump started alarming the day before the date of the report at 4:40. The patient went to the health care provider (hcp) on the date of the report and was informed the pump battery was going to be dead in december. The pump was put in on (B)(6) 2010. It was not known why the hcp thought the pump battery was going to be dead in december. It was thought the hcp disabled the alarm. The patient went home and it still beeped a single tone alarm. The patient was told she got a bad pump. The patient needed help. The system was being used to deliver baclofen, marcaine (bupivacaine), and morphine.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that patient had been notified that the pump showed eri (elective replacement indicator) "in approximately one month" and then started to hear an alarm. The patient stated that she was told that a manufacturer's representative told her the pump should be replaced and returned, and "that it had premature eri and should have lasted at least 7-9 years." The pump was completely explanted and replaced on (B)(6) 2014 due to premature battery depletion and an unknown non-critical alarm. The patient reportedly had custody of the pump and would return it for analysis. The patient was alive with no injury. The patient requested information about her pump's date of manufacture. The pump was used to infuse morphine (unknown), bupivacaine, and baclofen (unknown). No outcome was reported for this event. Follow- was being conducted to obtain this event. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4)

Event description:
Additional information received reported it was again noted that the pump was explanted because the battery &#50629;nt dead 3.5 years too soon&#56224;the patient had the pump and would like to return it to the manufacturer. The reporter was referred to the hcp.